Event description:
Procedure: gynecology. According to the rptr: the distal part of the device broke. It was secured and left in place.

Manufacturer narrative:
Initial report sent to FDA on 01/20/2009.